Event description:
It was reported that the right atrial lead had developed elevated thresholds post implant with no capture. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; it was observed the outer insulation was breached cut, apparent explant damage; full lead analyzed.